Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, it was discovered that the objective lens was cracked. Based on the results of the investigation, a root cause could not be identified regarding the image darkness as the issue was not reproduced. In regards to the cracked objective lens, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited image darkness. The event occurred during setup/inspection for use. There was no report of patient involvement.